Event description:
Information was received from a healthcare professional regarding an unknown patient with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the healthcare professional (hcp) stated their co-worker was seeing a patient that has a pump that is alarming and thought that it was elective replacement indicator (eri), but was not completely sure. The eri was 12 months. It was discussed to confirm the actual alarm and to check the pump logs, and they can silence the alarms. No symptoms were reported. Event date was unknown. Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported they received the information from a coworker, and the hcp believed the pump had been replaced. The hcp had no further information to report regarding this event. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies to the pump. (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.